Event description:
During hemodialysis, it was observed that there was profuse bleeding from the skin exit site. When dialysis ceased, the bleeding stopped. The catheter was removed and replaced the following day.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.